Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusions set fell off during use on event on 18-may-2024. Was applied over the infusion set. Infusion set has been used for 24 hours. Insertion area was cleaned, air-dried and free from hair. The blood glucose level was 300-170mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.